Event description:
It was reported that during the surgical procedure the customer experienced a 20002 internal error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.